Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that drill bit ø4.2 calibr l145 3flute f/quic has the tip broken. The allegation of dullness cannot be confirmed. Functionality of the device cannot be assessed through photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø4.2 calibr l145 3flute f/quic. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a manufacturing record evaluation was performed for the finished device product code : 03.010.104; lot number: 1934p75; it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 16/09/2022; manufacturing site: jabil bettlach. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. Complainant part is expected to be returned for manufacturer review investigation but has yet to be received. Product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023, that as long as the drill bit is used to drill, the tip breaks. It does not remain inside the patient, nor does it generate affectation. There was no surgical delay. The procedure was successfully completed. There was no mishap affecting the patient this report is for one (1) drill bit ø4.2 calibr l145 3flute f/quic. This is report 1 of 1 for complaint (B)(4).